Event description:
The screwdriver tip broke off within the screw head during screw insertion. After a failed attempt to remove the driver tip, the surgeon placed the cover plate over the screw head, trapping the tip within the device. There was no patient injury resulting from this problem.

Manufacturer narrative:
The non-implanted portion of the broken instrument was returned and visually inspected, and the breakage was confirmed. The available information suggests that surgeon did not follow instructions provided within the surgical technique guide, and this led to an excessive application of force to an instrument not designed for such loading. Review of the device history record found no discrepancies which could have contributed to the event. There is no evidence to indicate that the product was manufactured out of specification.